Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that after treatment of a patient (age & gender unknown), the device did not recognize a battery was installed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device's monitor board was replaced as a precaution. Review of the device's activity log does not support the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.